Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 9 years and 11 months post the initial total hip arthroplasty, the patient presented with increased pain. The patient was diagnosed with premature wear of the implant and resulting loosening of the socket. Because plastic particles had already migrated from the joint there was a risk of further bone damage. The patient underwent extensive maximally invasive revision surgery, followed by comprehensive rehabilitation measures. The patient suffered from post-operative pain and was and is significantly restricted in their lifestyle. An increase in pain or future complications due to the repeated operation on the hip joint cannot be ruled out.

Manufacturer narrative:
H3: manufacturing-related considerations: manufacturing data could not be reviewed for the acetabular liner, and acetabular cup component(s) because serial number(s) were not provided and the original surgery invoice could not be located from a search of exactech¿s surgery data. User-related considerations: there were no user-related issues reported that appear to have contributed to the reported event. Patient-related considerations: younger, more active patients have a higher rate of revision than older, less active patients. Based on the patient¿s age and initial surgical dates provided, the patient would have been approximately 51 years old at the time of their initial hip replacement. Based on published data, the mean age for patient undergoing tha is reported to be approximately 65 years old. The most likely underlying cause for the revision reported is a combination of risk factors specified in the hhe, being implanted for more than 10 years, and contributions from patient-related issues. Wear and subsequent osteolysis may have led to the reported loosening. However, the failures cannot be confirmed and user or manufacturing-related considerations to the reported event could not be evaluated as the devices were not available for evaluation and insufficient product information was provided.